Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/11/2025, it was reported by a sales representative via phone that an plantar lapidus short plate was not allowing screw to lock in. This occurred during a lapidus arthrodesis on (B)(6) 2025, when the ar-8935l-14 and an ar-8935l-18 screws were not locking into the plate. Everything was removed from the patient and they proceeded to use a new plate that worked. The ar-8935l-18 screw worked with the new plate; the ar-8935l-14 was not used.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, the threads of the plantar lapidus plate, short left, were damaged and broken, and scratches on the surface were also noted. -functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error due to excessive force being used and/or misaligned of the screws.